Event description:
It was reported that the patient was feeling a "shocking feeling" in chest near generator when sleeping on side. Per patient, a horse fell on her, and she had an x-ray in (B)(6) 2010. Further information reveals that the patient also has pain in her neck and chest below the neck and has experienced an increase in seizures recently. Per reporter, the lead was checked awhile ago and everything was okay. The patient later went to the ER due to the pain and she feels her generator is moving around. Attempts for further information have been unsuccessful to date.

Event description:
Further information reveals that the patient has fibromyalgia and other problems, so her personality changes quite a bit and she blames things. The patient also had an ear infection that has been treated. Recent diagnostic tests were normal and ok (system and normal mode). Her vns settings have been the same since she's had it, once it reached a therapeutic dose. Nothing has changed with her other than her other non-vns related issues. There has not actually been an increase in seizures, she just had one. She said she has not had any seizures in 6 months, and this seizure was believed to be due to the ear infection and sickness. It is unknown whether chest pain is due to stimulation. The patient taped the magnet over her chest for days and had no stimulation, but said she still had the pain occasionally. The physicians do not know what the pain is from, possibly anxiety. It is unknown what kind of suture was used to secure the generator. The patient had previously indicated that a horse fell on her, but diagnostics were normal after that event. No patient manipulation of device has occurred. No interventions have been taken.

Manufacturer narrative:
Cyberonics, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that cyberonics has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA.

Event description:
The patient's generator was confirmed to have migrated during revision surgery. The suture attaching the generator in the pocket had become dislodged likely when the patient fell off their horse. The product analysis was completed on the patient's explanted lead. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion. Product analysis was completed on the explanted generator. Although the reported allegation of "painful stimulation", "increased seizures", and "pain" cannot be evaluated in the laboratory setting, proper functionality of the pulse generator in its ability to provide appropriate programmed output currents can be verified. In addition, the septum was not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluids, addressing the allegations of "painful stimulation" and "pain". In the lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator.

Event description:
Additional information was received from the patient. She reported that diagnostics had been run on her vns since her horse accident. She reported that one time they were inconclusive and then the next time they were fine. She also mentioned that sometimes she has a pain with stimulation and then at times the magnet doesn't always work and she has to swipe it twice. The patient had a prophylactic replacement of their lead and generator. Their explanted products were returned for analysis and they are pending completion. The patient's voice alteration was a preexisting condition, but she still had it with vns stimulation as well.

Event description:
Additional information was received that they have tried to increase the patient's settings but she developed ringing in her ears. The patient reported that her vns has been moving. About a year ago she was run over by a horse and has had issues with vns since. She was in the hospital for concussion. It was reported her lead was ok. She was seen by a surgeon and the generator for the device has become dislodged from the subclavicular area into her left breast. This is causing tension on the implant wires and the device is quite painful within her breast. She feels the device is still functional and she can feel when it activates with temporary hoarseness. Fiberoptic laryngoscopy shows normal true vocal fold movement. She does have some baseline hoarseness and she does smoke. Her seizures have been under much better control with the device. If the patient has surgery they will attempt to create a new pocket higher on the chest and secure the implant to the pectoralis fascia. At this time surgery is not scheduled.